Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and all buttons of insulin pump were hard to push. The customer blood glucose level was 399 mg/dl at the time of incident and the other blood glucose of the customer was 483 mg/dl. Customer reported that they allege insulin pump was under delivering. Customer received no delivery alarm. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Customer reported that the drive support cap appears normal. Customer reported that the time clock was advanced. Customer reported the insulin pump was worn during a medical procedure and test around magnetic resonance imaging. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.